Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine enlargement ("enlarged uterus"), abdominal distension ("bloated"), back pain ("lower back pain"), fatigue ("chronically tired"), tooth disorder ("teeth problems"), anxiety ("anxiety"), feeling abnormal ("brain fog"), headache ("headaches"), muscle tightness ("extreme tightness"), abdominal pain ("stomach felt like it was in knots & hurts") and alopecia ("hair loss") and was found to have uterine leiomyoma ("tons of fibroids from essure"). The patient was treated with hydrocodone bitartrate;paracetamol (norco) and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain and back pain had resolved and the genital haemorrhage, uterine enlargement, uterine leiomyoma, abdominal distension, fatigue, tooth disorder, anxiety, feeling abnormal, headache and muscle tightness outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, back pain, fatigue, feeling abnormal, genital haemorrhage, headache, muscle tightness, pelvic pain, tooth disorder, uterine enlargement and uterine leiomyoma to be related to essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.